Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. Cognitive impairment is described as the inability to think, memory loss, understanding, remembering, use of judgement or solving problems, decision making skills, being unaware of surrounding, and mood changes, to name a few. These symptoms can be mild or severe which is labeled dementia and/or early signs of alzheimer's disease. With no single cause of the cognitive impairment but an impairment as we age with getting more forgetful. It was reported patient has cognitive impairment since initial surgery on (B)(6) 2012 with no severity of the impairment and no allegations against the components are known. The root cause of the reported issue is attributed to no problem found, as there are no allegations against the device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial shoulder arthroplasty approximately twelve (12) years ago. Subsequently, it was reported by patient's spouse that patient has ongoing cognitive impairment and delay that started after their surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item #: 00434903611, lot #: 61949538. Item #: 00434901213, lot #: 61855815. Item #: 00434903606, lot #: 61891901. Item #: 01.04223.042, lot#: 2611617. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.